Manufacturer narrative:
A review of the device history record could not be completed because the lot number provided by the customer is not a valid lot number. The samples was received outside of the original package and without a valid lot number were received for evaluation. After performing a visual inspection, the separation of the purple connector can be observed in the two samples. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the ¿connector disassembly¿ condition to mitigate any further occurrences.

Event description:
Customer reports: the end cap of the feeding tube broke off during use.